Manufacturer narrative:
The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and resulted in greater than 2 seconds of asystole. An invasive procedure was performed. The lead was explanted and replaced. There were no additional adverse patient effects reported.